Manufacturer narrative:
Follow-up #1: date of submission 01/05/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: a review of the pump black box showed that "pump not primed" warnings had occurred associated with low force readings that do not reach zero. The pump successfully performed the rewind, load cartridge, and prime steps without alarms. A force sensor calibration test was performed and confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging multiple loss of prime warnings on the pump. The reporter indicated that the loss of prime warnings had occurred several times and continued after changing the cartridge multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.